Event description:
Olympus empower surgical laser fiber broke in half when being removed by physician from the flexible ureteroscope. All parts were accountable and no pieces were left in the scope. No harm came to the patient or staff members.